Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse identified error 31086 and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The usm has returned for analysis, however, the failure analysis investigation has not been completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer had a cannula error occur during an instrument exchange. The clinical sales representative (csr) was able to hear continual fault tones with the system. The customer power cycled the system and were then getting a recoverable 1162 error. There are no cannulas installed on arm 3. The customer was able to disable arm3 and try to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed the csr that they were able to complete the procedure using three arms. There was no report of patient injury. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) unit has been returned and evaluated by the failure analysis (fa) team. Failure analysis replicated the customer reported complaint by finding a pinch in the cannula ffc that connects to the acs board. The unit was tested on an in house system and passed normal mode. It was also tested on a pftp and passed lissajous, check sensors, sine cycle, fiber, brake and friction. The acsc pca and ffc will be replace as a fix. The rfid and accl will be replaced as a precaution for errors 31086.